Event description:
ER CT scanner power injection unit. During the saline injection from the bayer power injector, the saline syringe snapped off at the base, leaving lower syringe lodged in unit. Lower part of the syringe removed and saved for inspection, no harm/concern to the patient. FDA safety report ID #(B)(4).